Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 24mm, diameter 2.75mm was intended to treat a lesion in a patient's tortuous calcified lad. It was reported that the device could not cross the lesion and, on removal, there was protrusion of the stent struts and a probable dissection was noted to the ostium of the lad. It was reported that the physician manually bent the stent prior to insertion to suit the tortuous anatomy of the patient. Patient was stented with an other brand stent. There was a successful outcome to the procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (stent deformation, failure to deliver stent, vessel damage), (tortuous calcified vessel), (device handled directly prior to use, contravening IFU), (device handled directly prior to use, contravening IFU).